Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(6). Product name: stockert 70 rf generator, us catalog #: s7002, serial #: (B)(6). Product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(6). Product name: lasso eco 2515, us catalog #: unknown, serial #: unknown. Notification has being sent to st. Jude medical for their products involved (st jude 8.5 fr sl-1 and st jude brk-1). (B)(4).

Event description:
It was reported that a female patient, underwent an atrial fibrillation procedure with a navistar thermocool and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown and did require one day of intensive care unit hospitalization. No further information is known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. Per 21 cfr, part 803, this complaint is reportable.